Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. But, because more than 13 years had passed from the subject device had been manufactured, it is presumed that the components of the power supply unit, the circuit breakers and the lamp socket deteriorated and failed due to repeated use for a long period of time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance, the subject device was not output the light and the cooling fan was not working. Olympus (B)(4) checked the subject device and found that no power was supplied and the lamp was not lit up, also the power supply unit, the thermal switch, the circuit breakers and the lamp socket had failure. There was no report of patient injury associated with the event.